Event description:
A message was left over the weekend for biomed to pick up a pump at sterile processing department (spd). Upon arriving in spd, a note was left on the pump stating: software error on this pump. I turned on the pump and found that it had a white screen with: "device malfunction: software error" displayed. Pump can not be reset or repaired at the facility. There was no indication where in the hospital this pump came from.